Manufacturer narrative:
Updated information, concomitant part added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update info: concomitant devices reported: screw (part #unknown, lot # unknown, quantity 2).

Manufacturer narrative:
(B)(4) lot unknown. Device broke during insertion; device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly disposed of by the facility. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while contouring three (3) mini-size titanium plates they broke very easily with minimal bending upon insertion of the screws during a patella open reduction internal fixation (orif) (B)(6) 2017. Surgery was completed using 4.0 cannulated screws and fiberwire for fixation without the plates. X-rays were taken. There was a sixty (60) minute surgical delay, the fragments were removed easily and the procedure was completed successfully. However, the surgeon would have preferred to use the plates for better fixation. This is report 1 of 3 for (B)(4).